Manufacturer narrative:
Patient weight is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter email address is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, patient underwent an unknown procedure. During the procedure, the stardrive screwdriver's head became twisted and bent and was not working properly. The procedure was successfully completed with no surgical delay. Patient outcome was okay. This report is for a stardrive screwdriver t8. This is report 1 of 1 for (B)(4).

Event description:
It was reported the distal radius procedure was completed using the other t8 screwdriver in the set. It is unknown what caused the device to become twisted, but it was noted there may have been excessive torque.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Date device received by manufacturer. A device history record (DHR) review was conducted for part number: 03.110.007, synthes lot number: 6855767: release to warehouse date: 19-jan-2012, manufacturing site: synthes jennersville: no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. A product investigation was conducted. Visual inspection: visual inspection of the returned device performed at customer quality (cq) confirmed the condition of a twisted stardrive tip, which agrees with the reported complaint condition. The distal t8 stardrive tip is twisted in the direction of resistance encountered during screw insertion. No new malfunctions were identified. Document/specification review: the returned device was manufactured in january 2012 and is over 6 years old. Relevant t8 screwdriver assembly design drawing and screwdriver shaft component design drawing were reviewed during this investigation. No product design issues or discrepancies were observed. Dimensional inspection: the relevant features of the stardrive tip could not be accurately measured at cq because of the post manufacturing damage (twisted). The shaft diameter just proximal to the twisted tip measured at cq and is within specification of per screwdriver shaft component design drawing. Conclusion: a definitive root cause for the screwdriver tip becoming twisted could not be determined based on the provided information. The most likely cause is excessive torsional load. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.